Event description:
It was reported that the patient experienced t-wave oversensing during biv pacing. The device was reprogrammed and remains implanted. There were no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.